Event description:
The procedure was uneventful until bypass was terminated routinely and the cannula prepared to be removed. All sutures removed from the site, the obturator reinserted without incident - this step is important to reduce blood loss upon explant of the cannula. Cannula slowly withdrawn from the femoral vein at the 2nd set of proximal drainage ports, 27 cm from the distal tip, the cannula abruptly separated with a visible fracture at the space circumferentially.

Manufacturer narrative:
Field rep received info from dr. The pt is fine, and there were co-morbidities that contributed to the difficulties of both implant and explant of the cannula. Prior femoral vessel invasion from the cath lab, etc.